Event description:
It was reported that this right atrial (ra) lead exhibited a pacing threshold output of 5 volts at 0.4 milliseconds and was in suspension. As of this time, this ra lead remains in service. No additional adverse patient effects were reported.